Event description:
The device continuously ran with the safety on (run-on) during testing by the customer at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Added additional information to reflect d9 update for product return and date. Follow-up report submitted to document device evaluation results.

Event description:
The device continuously ran with the safety on (run-on) during testing by the customer at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.